Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using incorrect tools have been ruled out. Additionally, the patient touching or picking at the wound, not prescribing antibiotics pre-operatively, and the patient having contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient had a possible infection and inflamed tissue at the neurostimulator incision site. Antibiotics were prescribed and explant procedure was performed out of an abundance of caution on (B)(6) 2026. The implanting clinician noted the tissue did not look infected and there was no pus or drainage. However, the tissue was inflamed. As of on (B)(6) 2026, the patient is doing well. No further issues have been reported.